Event description:
It was reported that the patients implantable pulse generator (ipg) was in a difficult position and protruding out of the back causing difficulty charging and discomfort. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Event description:
It was reported that the patients implantable pulse generator (ipg) was in a difficult position and protruding out of the back causing difficulty charging and discomfort. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional information was received that initial MDR bsc aware date should have been 13 may 2025.